Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs or an existing complaint. Formal litigation hasn¿t been filed yet, so this complaint isnt legal. Patient was revised for two dislocations. The revision operative note also indicated the cup was anteverted, so it is being reported for malpositioning.

Manufacturer narrative:
Pfs and medical records received. It should be noted these records were received through a pfs or an existing complaint. Formal litigation hasn¿t been filed yet, so this complaint isnt legal. Patient was revised for two dislocations. The revision operative note also indicated the cup was anteverted, so it is being reported for malpositioning. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Submitted to FDA on sept 11th but the FDA site went down. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.